Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a separation between pebax and electrode section. Initially, it was reported that a 106-alert code occurred after the catheter was plugged into the carto, and before first ablation (out-of-box failure). A second device was used to complete the operation. There was no adverse event reported on the patient. The catheter was not used on the patient. The force sensor error (106) and out of box failure were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 12-jun-2025, a separation between pebax and electrode section was found, and reddish material inside it. This was assessed as MDR reportable with an awareness date of 12-jun-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign reddish material presumably blood inside the pebax. Then, the device was connected to the carto 3 system and the generator, and it was recognized and visualized correctly. No errors were observed. The force feature was evaluated, and the force values and the vector were detected within specifications. No force issues were observed. Further examination under microscopic imaging was conducted. A separation between pebax and electrode section was found, and the reddish material inside it. A manufacturing record evaluation was performed for the finished device 31582145m number, and no internal actions related to the reported complaint condition were identified. The separation between the pebax and electrode could be related to the force sensor error reported by the customer. The root cause of the pebax damage could be related to a manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. This product issue will be addressed through johnson & johnson medtech quality system. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting inside into the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).